Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that neither the contact nor the pump user can access the pump through the wake button without assistance, and the button must be pressed with much force for display to activate. The customer applied more pressure to the wake button to address the issue. Reportedly, the customer has access to 24 hour pharmacy to obtain backup. There was no reported adverse impact to the customer.